Event description:
Medtronic received info that this pt underwent open heart surgery and was placed on ECMO immediately post operative. Three days later the circuit was changed out. Approx 48 hours later, the nurse was cleaning body fluid off of the stopcock near the cone of the bio-pump with a saline soaked 4 x 4 gauze pad. Upon removing the body fluid from the stopcock, it was observed the cone of the bio-pump contained fine cracks within the surface. The physician was notified of this problem and the cone started to leak body fluid via the leak. The bio-pump was then removed and replaced. During the replacement, the pt desaturated to 6% with significant body fluid loss. The pt fully recovered and resides on ECMO. It was noted that alcohol or alcohol derivatives were not used on the surface of the product. The bio-pump was not returned for analysis and currently resides within the risk mgmt dept.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Analysis: the device is currently being held in risk mgmt and not available for root cause analysis. Device history review found the product met specs when released for distribution. Conclusion: based on the info provided, a failure of the device occurred and required intervention to prevent permanent impairment/damage, due to operational context of this device. This device was used for approx 48 hours. The IFU states, indications for use states, "the medtronic bio-medicus bio-pump centrifugal blood pump is indicated for use only with the medtronic bio-medicus bio-console to pump blood through the extracorporeal bypass circuit for extracorporeal circulatory support for periods appropriate to cardiopulmonary bypass procedures (up to six hours)". This product was used in an ECMO case for approx 48 hours.